Event description:
It has been reported to philips that the flexvision monitor showed the philips logo and would not boot up. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not boot up. A review of the system log file showed the x-ray pc is malfunctioning. The fse replaced the x-ray pc and loaded software, after which the system was returned to use in good working order. These codes were updated based on investigation outcome. The evaluation method code grid was corrected.